Manufacturer narrative:
It was unknown if the initial reporter sent report to the. Product no longer available for return.

Event description:
The customer was shaky and was not able to get up to treat himself. The customer tested his blood sugar at 6:13am with a result of 108 mg/dl. The customer's wife gave him honey and sugar packets. Customer did not take any medications before the incident. The results 123 mg/dl was taken at 6:32am and a result of 248 mg/dl at 9:59am. Customer said he was feeling better after taking honey and sugar packets. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.